Event description:
It was reported that during a routine pacemaker replacement in a pacemaker dependent patient, upon insertion of the right ventricular (rv) lead into the header the pacemaker did not pace despite the set screw being tightened with the white torque wrench. There was damage noted to the seal plug but it could not be confirmed if this was due to the torque wrench insertion or whether the device came out of the packaging in this condition. The torque wrench was inserted into the set screw prior to lead insertion and the lead was fully inserted into the header prior to the set screw being tightened. Despite these measures, pacing was not delivered from the device and the patient experienced a sustained asystole of 10 seconds. The physician removed the lead from the device and reconnected the rv lead to the pacing system analyzer. The lead parameters were all normal. Another pacemaker was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine pacemaker replacement in a pacemaker dependent patient, upon insertion of the right ventricular (rv) lead into the header the pacemaker did not pace despite the set screw being tightened with the white torque wrench. There was damage noted to the seal plug but it could not be confirmed if this was due to the torque wrench insertion or whether the device came out of the packaging in this condition. The torque wrench was inserted into the set screw prior to lead insertion and the lead was fully inserted into the header prior to the set screw being tightened. Despite these measures, pacing was not delivered from the device and the patient experienced a sustained asystole of 10 seconds. The physician removed the lead from the device and reconnected the rv lead to the pacing system analyzer. The lead parameters were all normal. Another pacemaker was successfully implanted. No additional adverse patient effects were reported.